Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported that the maryland bipolar forceps instrument was no longer responding to console commands. Several loose steel wires were observed. The instrument was then replaced with another instrument to continue the surgical procedure. The procedure was completed with no reported injury.